Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. Based on the results of the investigation, and the device not being returned, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient experienced an unspecified scope trauma during an endoscopic retrograde cholangiopancreatography (ercp) procedure in which the subject device was used. The trauma was noted on the way out, and the procedure was completed with the same device. The patient required placement of a clip, but was reported to be "fine". The customer reported the issue may have been due to how the user carried out the procedure. No additional information was available.